Event description:
The consumer alleges her shower chair split in half as she was sitting down, causing her to fall and bruise her tail bone. No serious injury is alleged at the time of the incident. MFR received info on 9/3/10 that user is alleging medical intervention.

Manufacturer narrative:
MFR received info on 9/3/10, alleging medical intervention regarding this incident. It's unclear if the medical intervention was a result of the incident or occurred prior to the incident. The product was received and inspected by engineering. The snap buttons, adjustment spring buttons and legs were found to be functioning properly. The seat was visibly cracked. Using the device on an uneven surface and/or improper use of the device such as a transfer device can result in instability and uneven loading resulting in the type of damage seen. Device lot number indicates that this device was produced in 2005. MDR filed based on alleged medical intervention.